Event description:
It was reported that resistance involving a delivery system (non-stryker) and microcatheter (subject device) caused the microcatheter to become separated. No additional information is available at this time.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the catheter shaft was broken, deformed, and kinked. The device was returned from manufacturer medtronic after they received a complaint against a concurrent flow diverter device (pipeline). It cannot be determined if the xt-27 was further handled during analysis by medtronic. The catheter shaft was severely damaged when returned. This is indicative of excessive force during use. As the concurrent device was not returned the compatibility cannot be confirmed. It is likely that the device was damaged during use resulting in the reported events. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that resistance involving a delivery system (non-stryker) and microcatheter (subject device) caused the microcatheter to become separated. No additional information is available at this time.